Event description:
It was reported that this pacemaker device exhibited premature battery depletion. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing during the past year. Analysis indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 60 days. Boston scientific technical services (ts) provided guidance to the boston scientific representative that if the clinic finds it difficult to replace the device in this duration due to the current challenging healthcare conditions, they can consider scheduling a follow up device interrogation approximately one (1) to two (2) weeks before the end of the duration and provide the device data for a new analysis of the estimated replacement window. Ts explained that the replacement window depends on battery reserves and power usage so the new estimated replacement window may be the same or shorter depending on the battery diagnostic. The device remains in-service at this time. There were no adverse patient effects.

Event description:
This supplemental report is being filed based on explant of the device. The specific explant date is unknown.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing during the past year. Analysis indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 60 days. Boston scientific technical services (ts) provided guidance to the boston scientific representative that if the clinic finds it difficult to replace the device in this duration due to the current challenging healthcare conditions, they can consider scheduling a follow up device interrogation approximately one (1) to two (2) weeks before the end of the duration and provide the device data for a new analysis of the estimated replacement window. Ts explained that the replacement window depends on battery reserves and power usage so the new estimated replacement window may be the same or shorter depending on the battery diagnostic. There were no adverse patient effects. The device was subsequently explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.